Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data showed that it completed first and second priming. Pulse width drop and drive stall were observed in the data towards the end of pod operation, indicating a failure of hook talon to detent the ratchet gear. During pod rerun, the pulse width drop and drive stall were replicated in the test data. Upon close inspection of the drive mechanism, the ratchet gear teeth near the top hook talon were found damaged. The hook talon got slipped over the damaged teeth of ratchet gear failing to detent the gear, that caused drive stall and led to failure in deploying needle/cannula even after completing second priming. The root cause of the reported needle mechanism failure to not deploy needle was found to be the damaged ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.